Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon review there was an injury reported after the patient was treated appropriately. The patient reported a dull stinging/burning sensation on the back. There were no burn marks or redness noted. The outcome of the injury is unknown.